Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous right superficial femoral artery. Predilatation was performed with an unk balloon and an unk stent was implanted. The wanda 6.0-80, 80 balloon was used to post dilate. During inflation, the balloon ruptured at 10 atms. It is unk how many times the balloon was inflated. The device was removed and the procedure was completed with a different device. Pt status is listed as good with no complications reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4): as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).